Manufacturer narrative:
Investigation into this complaint includes a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. Sample ids (B)(6) were reported as positive for the sars-cov-2 target only and generated a valid result. The amplification curves for the samples appeared normal and exhibited a sigmoidal shape. The potential for amp tray carryover was evaluated and not identified as a risk for these discrepant results. Based on the cycle number, the discrepant results are determined to be near the limit of detection (lod) of the assay which means the positive interpretations are not 100% reproducible using the alinity m resp-4-plex assay. Additionally, the sensitivity for the sars-cov-2 target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. Additionally, customer data review verified that the curves for both samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified seven (7) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. Three tickets were independently investigated and determined no product deficiency. Three tickets are currently open and pending an investigation. One ticket will likely be confirmed for amp tray carryover. Amp tray carryover is assay related but not a lot specific issue. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 2 false positive results on the alinity m resp-4-plex assay. The customer reported 2 false positive results which were initially identified during variant mapping. The samples which generated positive results were retested on genexpert and generated negative results. The results were automatically reported to the patient, who was not eligible to be vaccinated at the time since their system does not allow for a result to be corrected. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.